Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was fractured. The physician decided to change the programming to aai mode due to age and frailty of the lead. The lead remains in service. No adverse patient effects were reported.